Event description:
The physician was attempting to advance an endeavor resolute rx drug eluting stent to a severely calcified lesion. The image diagnosis showed no stent inside the lesion, the balloon was removed with no stent attached. The patient was treated with the deployment of a non-medtronic stent. No clinical sequelae were reported. Evaluation summary: the stent was not present; crimp baked impressions were visible at the balloon profile; balloon has not been inflated. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (lesion morphology); severe calcification. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology); severe calcification; inherent risk of procedure - (dislodgement). (B)(4).